Event description:
It was reported by the rep a tsw35 was used during a laparoscopic appendectomy at an unk time. It was reported the device misfired during the case. There is no add'l info known at this time. The rep will attempt to obtain add'l info. 5/5/98 it was reported the staples were inconsistently formed throughout the staple line and the cut line was incomplete. The procedure was completed with another tsw35 without difficulty. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.55359/c. D5,6; h4: info not available, device not returned for analysis.